Manufacturer narrative:
Corrected data: d4. Model # - corrected from vicmo 13.2 (-3.50) to vicm5 13.2 (-3.50), the previously reported model # was incorrect. D4. Catalog # - corrected from vicmo 13.2 to vicm5 13.2, the previously reported catalog # was incorrect. D10. Concomitant medical products and therapy dates - " injector model: msi-pf, lot # unk, cartridge model: sfc-45; lot unk, foam tip plunger; lot unk" should be removed from initial report, information regarding concomitant products used was not provided. H6 health effect- impact code (f): corrected from 4629 to 4627, the previously reported code was incorrect. Claim # (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glares/halos. Refractive treatment was performed. The lens was explanted and the problem resolved. Cause of the event was reported as unknown.